Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on 2016-nov-30 that the patient did not have a pain pump in at the time. The pump was removed in (B)(6) of 2015 due to a staphylococcus infection in the patient¿s lower spine. It was noted that the patient had ¿high hopes¿ of getting one put back in eventually. No further information was reported.

Event description:
The information was received from a consumer via a manufacturer's representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.